Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024 . On (B)(6) 2024 , it was reported that the patient experienced inaccurate cgm values. At around 10am, the cgm reading was urgently low. Without doing a manual fingerstick reading the patient self-treated with pancakes and syrup and waited for her readings to increase. The cgm reading was not increasing, so she decided to eat chinese food, sweet and sour, six cookies, and honey bee. When she noticed that the cgm reading was still showing urgently low, she decided to use her emergency call button to contact 911. When 911 arrived, they took a bg reading which was 300 mg/dl and the cgm reding was still showing urgent low. The patient experienced head aching, nauseous, and confused. Inside of her body was shaking; she also experienced hot and cold flushes, and behind her eyes were bleeding. The patient is legally blind, and she just knows that she was treated with lantus insulin. The patient was taken to the hospital and hospitalized for 4 days. At the time of the report the patient was still confused; her eyesight got worse and she was shaking. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. When 911 arrived and took a bg reading, the reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.